Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the event log revealed cycle 6 drain was completed on (B)(6) 2011 at 7:46:20 and the user's actual drain volume during cycle 6 was 3198 ml. The actual drain volume of 3198 ml is 159.9% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:53:37. During night drain cycle six, the patient's ultrafiltration reading was 1900ml, indicating the home patient (hp) drained 1200ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.